Event description:
Reporter indicated a dell handheld vns computer would not hold a charge and could only be used plugged into a wall outlet. The dell handheld computer and flashcard are currently in product analysis.